Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call they experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl and the sensor glucose was 250 mg/dl. The customer did not provide information about symptoms and treatment. Insulin delivery was not suspended due to sensor values. The customer was informed that their blood glucose and sensor glucose levels were not in acceptable range. The insulin pump will not be returned for analysis.